Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2024, while the patient was at summer camp, the patient¿s transmitter battery expired early (approximately 10 days ago, the patient received an alert that the transmitter had a battery life of three weeks left). The patient was not expecting the transmitter battery to expire prematurely; therefore, she did not have a replacement transmitter to use. It was also reported the patient was not using a bg (blood glucose) meter as a back-up for monitoring her bg levels once the transmitter battery expired. Approximately two hours after the transmitter battery expired, the patient began displaying symptoms of hypoglycemia (no specific physical symptoms were reported) and the patient eventually lost consciousness. The patient¿s friends treated the patient with oral glucose gel and called 911. Once ems (emergency medical services) arrived, the patient was treated with an unspecified IV fluid, and the patient was transported to the ER (emergency room) around 3am. The patient was treated with yogurt and apple juice at the ER and was discharged later that same day around 11am. The patient was ¿ok¿ at the time of report. Data was provided for investigation. The reported event of a transmitter battery issue was not confirmed, however transmitter end of life was found. The probable cause could not be determined. No additional patient or event information is available.